Event description:
Plasmajet handpiece used successfully in laparoscopic surgery case on (B)(6) 2012, but failed at the end of the procedure with intermittent sputtering of plasma and distilled water observed flowing from the handpiece tip. Pt received prophylactic antibiotic therapy. In f/u on (B)(4) 2012, it was reported that the pt required no additional treatment and showed no evidence of complications arising from this incident. This incident is reported on the basis that should such a fault recur, ther is a risk of infection from the leakage of non-sterile distilled water used as a coolant in the plasmajet handpiece.